Manufacturer narrative:
H6: codes were updated. Photos provided by the reporter and no device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
It was reported pump had downstream occlusion membrane damage. This event occurred during preventive maintenance. Photo samples was provided, which demonstrated the seal was compromised. There was no patient involvement and no harm.

Event description:
It was reported pump had downstream occlusion membrane damage. This event occurred during preventive maintenance. Photo samples was provided, which demonstrated the seal was compromised. There was no patient involvement and no harm.